Manufacturer narrative:
On 9/7/2016 a medtronic field service engineer (fse) found that the mvs (mobile viewing station) ups (uninterruptible power supply) was unresponsive and had vac output. He replaced the ups and the system functioned within specification. On 9/20/2016: analysis of suspect ups: confirm reported complaint, return tag - "no power out of ups." Failed bench testing. When returned the ups did not power on with returned batteries. Install f.a test batteries, ups powered on. Charge f.a batteries for at least 6 hrs. After charging the ups would not power on. Check voltage in f.a batteries after charging, 17.3 volts. Should have 24 volts +-. The ups is not charging the batteries. Malfunctioning ups unit.

Event description:
A site radiology tech (rt) called to report that when booting up the o-arm system the mvs (mobile viewing station) monitor and printer would not turn on and the cd drive was not functioning. The "system on" light and "line power" light were both on. They had rebooted several times with no resolution. This was discovered outside of surgery. No patient present.